Manufacturer narrative:
Additional information: g3, h2, h3, h6 two images were submitted for evaluation to product performance engineering, no product was received. The images returned shows the distal tip and loop pull wire fractured and detached from the loop assembly. Further, the advisor fl circular mapping catheter, sensor enabled instructions for use (IFU) states " do not use force to advance or withdraw catheter when resistance is encountered." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entrapment and material separation is consistent with not following the instructions for use.

Event description:
During a procedure, when inserting the advisor fl se catheter into the agilis introducer it became curled into the irrigation port. The catheter was unable to be retracted so force was used, resulting in a piece of the catheter breaking off inside the introducer. The introducer was then also retracted from the patient along with all other catheters, and the side port was examined. The 10th electrode of the advisor catheter attached to the loop wire was excised from the side port. The patient remained stable during and after the procedure.